Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ra lead noise was observed via remote transmission. Upon review, the noise resulted in several inappropriate at/af episode detections. High-amplitude far r-waves were also observed. The patient will continue to be monitored.